Event description:
Adjustable pressure limiting valve not releasing in bag mode. Patient was breathing spontaneously, and airway pressure would not release causing tidal volume expiratory to decrease and preventing patient from receiving normal breaths. Rebreathing bag was removed to release the airway pressure throughout the procedure to prevent potential barotrauma to patient. Ge notified and video was provided of event.